Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of the lead was returned in one piece for analysis. Visual analysis found two external insulation abrasions that breached the outer insulation and exposed the outer coil consistent with friction to the device can. Electrical tests that could be performed did not find any indication of conductor fractures or internal shorts.